Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu1533 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after catheter insertion, nurse was connecting the extension set but that was not connecting properly and comes out easily, they tried 3-4 times but same result, so they open a new repair kit and used for the patients, with the new repair kit also they were facing the same issue while locking but after 2-3 attempt they succeed to locked properly. This report addresses the first device that was not placed.